Event description:
Increasing levels of co2 noted during procedure. Equipment was checked and a crack was noted in the oxygenator housing. The piece was replaced. A gas sweep of 11 liters/min started to drop patient's blood co2 levels to near normal. The remaining inventory of were checked and other unit were found to be cracked. Other damaged inventory removed from stock.